Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc leaked it was reported by customer that the 18g safety catheters have been leaking when the IV is started. Verbatim: several *** have reported today and just recently that the bd cathena IV 18g safety catheters have been leaking when the IV is started. The guard to prevent leaking/potential nurse exposure is not working.